Event description:
The hospital biomedical engineer called the (B) (4) response center and reported that no alarm was provided when the spo2 sensor became disconnected from the pt's finger.

Manufacturer narrative:
The biomedical engineer tested the bedside monitor, spo2 module, and spo2 sensor post incident and found them to be performing to specs and giving inappropriate technical inop's. The field service engineer (fse) went to the customer site to discuss the issue with the biomedical engineer and nursing staff. The fse did not perform any device testing while on-site. The fse confirmed that the bedside monitor is configured with visual alarms latched, and audible alarms non-latched. The fse retrieved a trend report and central station log files, which were forwarded to the (B)(4) facility for review. A review of the trend report showed that the device recognized changes in the pt's condition (for the monitored parameters). No alarm suspend or record manager log data was included in the log files that were retrieved. No relevant data was found other than event log data, which showed that no device problems were noted surrounding the incident timeframe. While on-site, the fse reviewed device and alarm functionality with the staff. The fse has also indicated that he believes that this issue is related to user misunderstanding of device/alarm behavior and functionality. The fse did review device and alarm functionality per labeling with the users while on-site. The limited available info, including trending of complaints for this device, does not support that there is any device problem. This is not being considered a device/product malfunction. No further investigation or action is warranted. (B)(4).